Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked on right plunger case. Motor rate error was observed in the event history log. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be a combination of leadscrew and clutch halves were not operating as intended. The technician replaced leadscrew, clutch halves and greased plunger tube for grinding noise. Performed preventative maintenance and all the functional testing which passed.

Event description:
It was reported that a motor rate error occurred and while moving plunger drive there was a grinding noise. No patient injury was reported